Manufacturer narrative:
The device was returned. The failure mode was not reproduced during investigation on engineering lab bench. The console¿s display and associated cables were inspected, and no abnormalities were found. The root cause of the aic abruptly shutting down, automatically restarting, and triggering unexpected controller shutdown alarm was due io-graphics process failure. However, the exact reason for this process failure could not be determined. No issues related to the display were identified within the aic.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered automated impella controller (aic) issues concerning the display and an unexpected controller shutdown. It was reported that the aic console screen went blank. Additionally, the aic underwent an unexpected controller shutdown. The aic abruptly shutdown and automatically restarted. There was no alarm observed prior to shutdown. The registered nurse was advised to have back up controller on standby if problem reoccurred.